Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not hold charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found battery slot 2# does not hold charge. After charging for 24 hours, the remaining capacity was 41980 mwh. Ran unit on only battery slot #2, and the battery decreased immediately. The fse will order and replace the lithium ion battery. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1 (reporter & email), g1 (contact person).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Additional information: e1(postal code): (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the battery and power supply, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.